Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.5/1.5/097 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2019. The patient experienced a low vault. On (B)(6) 2024 the lens was exchanged with the same model, longer length and the problem was resolved. The reporter indicated the cause of the event is unknown.